Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
A ventilator was returned for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center, the sound abatement foam was replaced for repair. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported that required intervention to prevent permanent impairment/damage occured in section b2. After review, it was determined that all these were incorrectly selected in section b2. Nothing such has occured to the patient. The manufacturer previously reported an issue related to a remstar device's sound abatement foam. Section d8, d9,g4,h3 was incorrectly reported in the previous report, which correctly updated in this follow up report. Section g2 was marked incorrectly in previous report as company representative and consumer. The report should have been sent for foreign and user facility. Section g6 was marked incorrectly in previous report as 15days . The report should have been sent for 30 days and initial in g6.